Event description:
It was reported that when the pt "tried" spinal cord stimulation therapy it didn't work for him. He experienced shocking sensation in his ribs, stomach, and through the groin. The pt would be zapped depending on position. It is unk if these symptoms occurred with an implanted spinal cord stimulation system or during a stimulation therapy trial. The manufacturer's device tracking system didn't contain a record of any implanted stimulation devices.